Manufacturer narrative:
Additional information: h6-(patient code): 2181, 4809. B3: publication date used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review could not be completed. A review of the device labeling was completed. Endophthalmitis, vitritis, hemorrhage, and decreased/impaired vision are identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful cataract plus trabecular microbypass stent procedure (os), the patient reported experiencing eye pain, and increased mixed cells (4+) were observed in the anterior chamber (ac) without hypopyon or vitritis on examination. Overnight, the patient developed worsening vision and experienced severe eye pain. A follow-up examination found increased ac cells, vitritis, and intraretinal hemorrhages and the patient was diagnosed with endophthalmitis. Subsequently, the patient underwent a vitreous tap and intravitreal injections. In addition, the cultures identified staphylococcus epidermidis and the lab work-up revealed underlying neutropenia. The patient's most recent examination noted the infection was well controlled and visual acuity recovered. Any omitted information was not available through follow-up. Please see the attached case report for further details. Reference doi.org/10.1155/2023/3132866.